Event description:
When port was accessed, there was no blood return and it was difficult to inject. Once the medication was injected a small pinwheel "bubble" was noticed under the skin. The port was removed and replaced with a PICC line. It was found that the tubing to the port had been punctured 1cm above the septum. No harm to pt.